Manufacturer narrative:
The insulin pump was received with a button that had intermittent response due to a flattened dome (creased). The keypad connector was inspected and no anomalies were noted. The unit had minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the escape button on her insulin pump was hard to press; she has to press it as hard as she can in order to get a response. Additionally, the down arrow clicks when pressed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. To demonstrate, she pressed the escape button with normal pressure fifteen times before the button responded and brought her to the main screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.